Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a def 7f, 20p, dome, duo-decapolar and suffered cardiac tamponade requiring pericardiocentesis. It was reported that a pericardial effusion occurred during a carto procedure. It was noticed after transseptal puncture. A pericardiocentesis was performed. Physician assumed that pericardial effusion happened during catheter maneuver prior to transseptal puncture. Patient was fine and released from hospital with no consequences. The adverse event occurred on (B)(6) 2022. The physician¿s opinion on the cause of this adverse event is that it was procedure related. A smartablate generator (g4c-5196) was used in the event. Prior to noting the pericardial effusion, ablation was not performed. There was no evidence of a steam pop. The event occurred during the transseptal phase. An irrigated catheter was used in the event, the flow setting was 17/30 ml.

Manufacturer narrative:
The device has been reported as unavailable; therefore, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).